Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a ventilator that would not charge the battery. There was no patient involvement.

Manufacturer narrative:
G4: 17aug2020. B4: 18aug2020. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator.the facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.